Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to convert the ventricular fibrillation, which led to the patient experiencing a cardiac arrest. The patient was hospitalized and an x-ray was performed. The right ventricular (rv) lead appeared to be dislodged. The patient developed an infection while hospitalized. Subsequently, a revision was performed and the ICD along with the rv lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to convert the ventricular fibrillation, which led to the patient experiencing a cardiac arrest. The patient was hospitalized and an x-ray was performed. The right ventricular (rv) lead appeared to be dislodged. The patient developed an infection while hospitalized. Subsequently, a revision was performed and the ICD along with the rv lead was explanted. There were no additional adverse patient effects reported.